Event description:
It was reported that post-operatively the patient's implantable pulse generator (ipg) changed position from the vicinity of the right ventricular outflow tract to just below the tricuspid valve. The ipg was found to be dislodged. It was also reported that pacing was not possible on the ipg. The ipg was programmed off and then extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.